Event description:
It was reported that the tip of an endowrist prograsp forceps instrument was broken. No instrument fragments fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned an devaluated. Per the customer reported complaint, engineering inspected the instrument and found that the tip was not broken. All components at the wrist were undamaged. Instrument recognition and engagement were confirmed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Instrument is fully functional. The complaint was not confirmed. Engineering also observed the distal end of main tube has a 1.25" long, .100" wide section with material removed. Damaged area is located 1.25" above proximal clevis, parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. Additionally, a couple of light scratch marks below the damaged area were found. Their location, orientation and appearance suggests instrument collision may have occurred. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended...